Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced worsening heart failure and prolongation of hospitalization following implant of this subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted that the patient's medications were held in preparation for the implant procedure which may have resulted in the reported outcome. The patient was reported to be hypoxic on room air; a chest x-ray was obtained indicating mild pulmonary edema. The patient's medications were adjusted while they remain hospitalized recovering from the procedure. No additional adverse patient effects were reported. This system remains in service.

Event description:
Additional information was received indicating this patient's condition improved over the course of several days following the procedure until resolution of the event. No additional adverse patient effects were reported. This system remains in service.